Event description:
During a thrombectomy procedure in the proximal part of the m1 segment of the mca using a penumbra system reperfusion catheter 041, the physician was unable to aspirate because the penumbra system reperfusion catheter 041 was found to be kinked. The procedure successfully continued using another device.

Manufacturer narrative:
Device investigation: results: the reperfusion catheter 041 is kinked approximately 6.8 cm from the hub at the end of the spiral cut strain relief. Conclusions: the complaint has been evaluated. The complaint indicates that the proximal end of the reperfusion catheter 041 is kinked. Evaluation of the returned device confirmed a kink in the proximal end of the reperfusion catheter 041 approximately 6.8 cm from the hub. This type of damage usually occurs when the device is mishandled during removal from the packaging or during preparation for use. These devices are 100% visually inspected for damage during packaging. The manufacturing records for this lot number were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.